Manufacturer narrative:
Philips service replaced the defective image disk and reconfigured the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that image storage failed due to defective image disk in x-ray pc on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.